Manufacturer narrative:
E1: name: abbvie inc., country: united states of america, street: 1 north waukegan road, city: north chicago, state: il, zip code: 60064. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient have experienced very large beetroot-colored (dark red) areas on the abdomen and thigh at the sites where cannulas had been placed. The areas swollen and warm to touch. The patient received intravenous antibiotics during hospitalization and continues on antibiotic treatment.